Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain and other chronic/intact pain (trunks/limbs). It was reported that the patient shares a patient programmer (pp) with their husband and the pp wasn't connecting to the patient¿s ins and experienced poor communication. The patient noted that their ins recharger (insr) still connects to the ins and that they have experienced the poor communication in the past. It was reported that the patient¿s insr didn't work, so they used their husband¿s. The patient reported that they have to charge every other day and they have to lay flat on top of the insr for 6 ¿ 8 hours at a time. The patient reported that they were never able to get good coupling and that they are lucky to get 4 coupling boxes. The patient noted that they had lost some weight and gained back some of it. The patient stated that they think the pocket for the ins has always been too big and that they suspect that the ins may have flipped or ¿pulled out¿. It was reported that the patient is going to have their device replaced in (B)(6) 2018 due to normal battery depletion. No further complications are anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-07-06 additional information was received from a health care professional. It was reported that the patients weight at the time of the event was (B)(6), and that the healthcare professional was unaware of the implant pocket being too loose and oversized. The healthcare professional stated that if there was to be a revision they would not be performing the it and did not know of a procedure date. The healthcare professional reported that no cause had been determined to their knowledge. No additional patient symptoms, or additional device complications were reported for this event. No additional patient symptoms, of device issues were reported for this event.